Event description:
Litigation alleges that patient suffered severe pain, swelling, clicking, and grinding of the hip area, as well as elevated levels of cobalt and chromium. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient suffered severe pain, swelling, clicking, and grinding of the hip area, as well as elevated levels of cobalt and chromium. Patient has not yet scheduled a revision surgery. Doi: (B)(6)2008 - dor: unk (right side). Patient is a resident of (B)(6). Update received: 20th june 2014 - added dummy taper sleeve and dummy summit stem, added revision date: (B)(6) 2014, added hospital: (B)(6), added patient middle initial: (B)(6), added patient weight, height, bmi and activity level, added surgeon forename: md dr (B)(6), added further detail: patient came to out patient clinic complaining of hip pain. Dr (B)(6) did the original surgery, summit stem, asr cup,. It is unknown if patient is registered as "asr pt." No lysis or loosening was seen intra op. Gription multihole cup and 36mmts biolox head were used.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.